Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported it takes the patient multiple hours to charge. The patient is not able to go 24-hours between charging. The patient is interested in a non-rechargeable ipg. Surgical intervention may take place at a later date to address the issue.